Event description:
It was reported that the user accidentally dropped the ilet pump, resulting in a broken and unresponsive screen, and a like-for-like replacement unit was arranged. Symptoms included no adverse clinical effects and no reported glycemic events at the time of the call. Outcomes included continued therapy using backup methods and continued cgm monitoring via dexcom app or receiver. Investigation included customer counseling on shutting down the device, syncing data to the mobile app prior to return, return logistics, and receipt of the returned device. Investigation of this case revealed physical damage to the display consistent with user-induced impact, with no reported device alerts or alarms and no effect on blood glucose at the time. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.